Manufacturer narrative:
Section b5: additional information. Section h3: additional information. Manufacturer's investigation conclusion: the report of low speed events can be confirmed based on the submitted log file. The log file contained approximately 20 days of data, spanning from (B)(6) 2019 02:08 to (B)(6) 2019 09:08, which captured 5 low-speed events while the patient was supported by the patient cable and mpu. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2019. Approximately 17¿ of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with slight shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Per the vad coordinator, there have been no further issues since the repair. The patient remains ongoing on vad support. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 14jan2020 from vad coordinator: there have been no further issues after driveline repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file analysis showed a low speed advisory while attached to the mobile power unit. The speed dropped as low as 4450 rotations per minute on (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. The patient reports a possible kink when he was sleeping. Alarm woke him up and the wire was repositioned. Alarm resolved. He denies symptoms or other trauma. The x-rays were unremarkable. On (B)(6) 2019, tech services arrived on site for drive line evaluation/repair. Performed repair ~3" inches from the exit site. After repair, tethered patient on grounded patient cable without issue. No further information was reported.